Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that blood glucose was high. The customer's blood glucose was 400 mg/dl at the time of incident. Customer stated that infusion sets she just received seems to be defected. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.